Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Re-implantation considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by the reported external mechanical impact appears likely. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Despite requested, no information on re-implantation has been received.

Event description:
A device malfunction is suspected. The user suffered from a head trauma. The recipient is to be re-implanted but a date for surgery has not been made available.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The reported trauma to the patient's head possibly weakened the fixation of the electrode leading to electrode mobility, resulting in further electrode damages. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The hearing performance of the user was affected. Reportedly, the user suffered from a head trauma.